Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer's blood glucose level was approximately 400 mg/dl. The customer loaded a new cartridge and was ultimately able to clear the alarm and resume insulin therapy.